Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not able to get out of bed and was ultimately hospitalized due to a diabetic ketoacidosis. Customer reported having a blood glucose level of 484 mg/dl and calling paramedics. Blood glucose level at the time of hospital admission was 532 mg/dl. The customer was wearing the insulin pump at the time of admission. The insulin pump will not be replaced and the customer will not return it for analysis.